Manufacturer narrative:
No button error alarm was noted on the pump. However, the up arrow button did not respond due to corroded keypad traces. Unable to verify the battery out limit alarm due to unresponsive buttons. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer also received a battery out limit alarm after a battery change. Customer's last blood glucose reading was 257 mg/dl due to eating. No further information reported.